Manufacturer narrative:
Reported event:  an event regarding infection involving an unknown screw was reported. The event was not  confirmed method & results:  device evaluation and results: not performed as product was not returned.  Medical records received and evaluation: a review of the provided medical records and x-rays by a clinical consultant indicated: "a photograph of an ap of the pelvis is supplied. Assuming traditional orientation, a left cementless total hip replacement is in place in satisfactory position with no gross abnormalities seen. On the right there is a similar cementless implant. The femoral component appears satisfactory but the acetabular component is protruded within the pelvis creating what appears to be a large cavitary defect. It is possible that there may be a screw behind the cup obscured by the head. The cup appears ¿en face¿. Conclusion of assessment: this inquiry on the one hand reports an infection of a custom type total hip replacement approximately one year after necessitating removal. The surgeon reports loosening of both the cup and the stem. On the other hand the x-ray supplied does not show a custom implant, the femoral component appears satisfactory, but the acetabular component protruded through the acetabulum. I cannot confirm that this event took place since I have conflicting information with no corroboration. Regarding the possible root cause of this event, I cannot determine it with certainty since I am not certain which event is being referenced. I believe it is possible that the x ray may have been from a different inquiry. I certify that I have completed the medical risk assessment to the best of my abilities as a healthcare professional and that my opinions reflect my personal and independent medical judgment and analysis" product history review: not performed as no lot information was provided. Complaint history review: not performed as no lot information was provided. Conclusion: all stryker products sold as sterile are validated to a minimum sterility assurance level sal of 10^-6 in accordance with applicable iso standards a clinician review of the provided medical records states the following: "I cannot confirm that this event took place... Regarding the possible root cause of this event, I cannot determine it with certainty." The exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
An email received from a surgeon reported that the patient had a right hip revision. As reported by surgeon: "clinically the patient had some nagging pain, then about a month ago during routine follow-up the acetabular component showed osteolysis around the stem. Workup demonstrated a periprosthetic joint infection. She underwent explant on (B)(6) 2021. I removed the liner and screws from the custom component and it was 100% loose. I was able to pull the implant out with my hand. On inspection there was no ongrowth on the stem or back of the cup. The stem was just ha spray. The cup was cpti plasma spray and ha."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
An email received from a surgeon reported that the patient had a right hip revision. As reported by surgeon: "clinically the patient had some nagging pain, then about a month ago during routine follow-up the acetabular component showed osteolysis around the stem. Workup demonstrated a periprosthetic joint infection. She underwent explant on (B)(6) 2021. I removed the liner and screws from the custom component and it was 100% loose. I was able to pull the implant out with my hand. On inspection there was no ongrowth on the stem or back of the cup. The stem was just ha spray. The cup was cpti plasma spray and ha."